Manufacturer narrative:
Manufacturing review: the lot number was not provided; therefore, a manufacturing review was not performed. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. There was no specific deficiency alleged. The investigation is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately ten weeks post vena cava filter deployment, the patient was admitted to a hospital for an alleged pulmonary embolism. No further information was provided.